Event description:
It was reported that a detached sensor wire occurred. No product or data was provided for investigation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was received but not investigated as data will not confirm the issue.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "no product or data was provided for investigation."